Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract. The following information was provided by the initial reporter: "needle retraction failure."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract. The following information was provided by the initial reporter: "needle retraction failure".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-feb-2023. Investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received 29 sealed 22g x 1.00in. Insyte autoguard units from lot number 2216568. The units were visually inspected, and no damage or defects were identified to the components. A sampling of 20 units were functionally tested for needle retraction. All tested units successfully retracted without issue. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.